Event description:
It was reported that the device exhibited error code 41541. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log was downloaded with no results noted. Functional testing was unable to replicate the reported issue. The root cause was unknown. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.